Manufacturer narrative:
An investigation is underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with an insulin syringe. Customer reports that the cannula has broken off right where it comes out of the syringe.